Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/15/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a smartablate¿ irrigation tubing sets and a foreign material was observed in the tubing set. Smartablate¿ irrigation tubing set was visually inspected and it appeared in good normal condition free of any damage. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with two smartablate¿ irrigation tubing sets and a foreign material was observed in the tubing set. The tubing was not clear like it normally is expected to be. It appeared to have a hazy film on it. The hazy film seemed to be inside the tubing, as attempts to wipe the outside of the tubing were unsuccessful. There were also microbubbles in large concentration in the areas that were the haziest. The microbubbles would not flush out with high fluid flow and tapping on the tubing. The haziest area was the sterile end near the stopcock that would attach to the catheter. The combination of the haziness and micro bubbles was deemed unsafe by the physician. The tubing set was replaced twice and the procedure was completed with no patient consequence. Each tubing set used will be reported separately. This event is MDR reportable because foreign material found inside the tubing can cause embolism or stroke. The microbubbles are not MDR reportable because it is not indicated that they passed through the air sensor undetected, therefore the risk to the patient is low.